Event description:
The manufacturer received information alleging a ventilator does not operate on ac power. There was no patient harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's toroid assembly was replaced to address the issue. There was no patient harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.